Manufacturer narrative:
(B)(4).

Event description:
Dexcom was contacted via pending field action on 07/20/2016 to claim no audio output on (B)(6) /2016. Relationship to patient is unknown. There was no report of any injury or medical intervention. No additional event or patient information is available.